Manufacturer narrative:
Concomitant medical products: 5076 lead, implanted: (B)(6) 2004; 4096 lead, implanted: (B)(6) 2003; 0165 lead, implanted: (B)(6) 2003. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that both the left ventricular lead had high threshold and the right ventricular lead had high impedance and high thresholds. During the explant procedure both leads were partially explanted and capped due to high calcification of the leads. Five days later, the leads were explanted with the entire system due to the calcification and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.